Event description:
Biopsy needle malfunctioned during use. After the needle was deployed, during removal from the pt, the inner metallic portion was found separated from the outer metallic portion. No liver tissue was obtained. A second attempt was made to obtain liver biopsy using a new needle.